Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 1 year and 5 months of support, the patient was experiencing red heart alarms while connected to the power module (tethered support). The patient was not symptomatic and no alarms were noted when the patient was placed on battery support. X-rays taken by the hospital showed an area of concern a few inches from the percutaneous lead and system controller connection end. The log file submitted to the manufacturer for analysis showed pump stoppage events and recorded data that appeared to be consistent with a compromised lead. The manufacturer's technical services team member evaluated patient's percutaneous lead and identified a broken inner wire at the system controller-end bend relief. As a result, the distal end of the lead was replaced and, post-repair, the patient was successfully supported on the power module without any further alarms.

Manufacturer narrative:
The patient was discharged home a few days later and remains ongoing on lvad support without any further issues reported. A portion of the lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.